Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the implant had not worked well since the patient had a bladder infection 2 weeks ago. The patient thought the infection was still there. It was also stated that the patient was unable to adjust stimulation. The implant was found to be off. It was stated that the patient experienced overstimulation with the implant was turned back on. The patient was instructed to turn stimulation off and decrease stimulation. The patient decreased stimulation from 6.2 to 3.5volts and thought that was better.

Manufacturer narrative:
Product ID: 3093-28, lot# va0a2md, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved.